Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
It was reported to philips healthcare that the leadset failed opcheck. There was no reported pt involvement and/or impact.